Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient had a buildup of drug in his pump pocket. The patient came in approximately 1 week prior to a refill because he noticed what looked like fluid building up around the pump pocket. Some of the fluid was aspirated and tested and the physician said it came back as ¿mostly morphine¿. The physician wanted to know if the patient¿s catheter was part of a field action; it was unclear if the physician felt that the catheter was compromised. The device system was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was further reported the cause of the event was that an occluded catheter was suspected or a partially disconnected sutureless connector. Fluid was leaking between the pump and the catheter at the connection site. As a result, the pump segment of the catheter was replaced.